Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.